Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure, in 2008. According to the complainant, during the procedure, the prolieve system displayed a "water cartridge level low" error message and the anchoring balloon leaked. After refilling the water cartridge, the problem persisted and the physician decided to abort and reschedule the procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.